Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was diagnosed with atrial fibrillation in post-left ventricular assist device (lvad) implant immediately and for short term.

Event description:
The patient's symptoms included dizziness and feeling faint. Amiodarone was given for 48 hours. The patient was discharged 3 days after the event, and was hemodynamically stable.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The account reported that the patient had atrial fibrillation immediately post-lvas implant and for a short term afterwards. The atrial fibrillation was associated to ventricular tachycardia and the patient experienced dizziness and fainting. The patient was put on amiodarone for 48 hours and was then discharged home on post-event day 3 in hemodynamically stable condition. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The hm3 lvas IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This document also lists arrhythmia as a potential late postimplant complication. The heartmate 3 lvas IFU, and the heartmate 3 patient handbook, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including cardiac arrhythmia, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, also lists arrhythmia as a potential late postimplant complication. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 20dec2018. No further information was provided. The manufacturer is closing the file on this event.